Event description:
The technician alleged the bed exit alarm is not sending alert tone to the nurses' station. No patient impact.

Manufacturer narrative:
The technician found the audible bed exit alarm bedside functions. The technician replaced the side-com power control board assembly to resolve the issue.